Manufacturer narrative:
The device history record files were reviewed and no discrepancies were found relating to the issue reported. One decontaminated sample without original package or lot number was received for evaluation. After performing a visual inspection per our procedure the connector was found to not have adhesive on one side of the connecting tube. The most probable root cause is due to a workmanship issue; the operator is responsible for assembling the tube with the connector as well as discarding any component that does not meet specification therefore the reported issue is generated when the operator fails to ensure that the component is acceptable. The personnel team was notified and made aware of this complaint. The failure was evaluated against the acceptable quality limit (aql) and based on all available information, no additional actions are deemed required at this time; the issue reported is below the approved aql and no trend exists. The current process is running according to product specifications meeting quality acceptance criteria. We will keep monitoring the process for any adverse trends that require immediate attention.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the blue end of the suction tubing fell off. This happened before use, during prep.